Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the customer complaint cannot be duplicated. The returned board operates normally in the test ventilator.

Manufacturer narrative:
Date of event: (B)(6) 2021. 10mar2021.

Event description:
The customer reported that the unit will not power off. The field service engineer (fse) verified the reported problem. The fse downloaded the drpta where no errors were seen. The customer reported that the unit was not in use on a patient. The unit could not be turned off after use by staff. The field service engineer replaced the power management (pm) board. The unit then powered on and off with no problems. The user interface worked normally.